Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to aspirate is confirmed and appears to be related to the use of the device. One 5 fr tl powerpicc solo was returned for investigation. Dried white use residue was present on the distal end of the catheter and within the lumen. The catheter was trimmed at the 44 cm depth marker. The catheter appeared to have also been cut at the 24 cm depth marker. Microscopic observation of the distal end of the 24 cm depth segment revealed white residue to be occluding a non-power injectable lumen. Microscopic observation of the distal segment revealed the lumens to be occluded by a dried red residue. The lumens were flushed with water using a 12 ml syringe and the grey connector lumen was found to be fully occluded. The distal segment was observed to be partially occluded. Since the difficulty aspirating appeared to be caused by the presence of residual material within the lumens, the complaint is confirmed. A lot history review (lhr) of redq3979 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redq3979) have been reported from the same facility.

Event description:
It was reported that inserted triple lumen PICC in the lue and could not get consistent aspirate from any lumen, decision made to perform catheter exchange with a different lot number. No patient harm.